Event description:
Allegedly the strut attachment bolt shredded and broke. Strut was replaced in physician's office.

Event description:
Allegedly the strut attachment bolt shredded and broke. Strut was replaced in physician's office.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Evidence that product in spec when used. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. This is a reportable malfunction. No revision surgery or impact to the patient occurred. Trends will be evaluated. This report will be updated when the investigation is complete.